Event description:
Allegedly when the incision was opened, it was found that the bone graft was soft so it was removed.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in another country.